Manufacturer narrative:
The up arrow button did not respond due to corroded keypad traces. No error alarms could be verified due to the unresponsive buttons. No reset anomaly was noted. The insulin pump was received with a cracked display window, cracked case at the display window corners, cracked battery tube threads and a cracked reservoir tube lip.

Event description:
The customer reported via phone call indicating that the insulin pump alarm an a21, a17, a13 and a45. Customer's blood glucose was 198 mg/dl. The customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.